Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost communication with the device and the tablet screen went white and stated there was an error. The programmer application was closed out of, restarted, and the session was restored. The programmer remains in use. No patient complications have been reported as a result of this event.